Event description:
A customer contacted beckman coulter (bec) reporting that the synchron lx I 725 clinical system generated "cuvette not dry before first reagent dispense" error messages and cartridge chemistry (cc) reagent delivery subsystem motion error messages. Bec customer technical support (cts) assisted the customer to assess the instrument and found that the reagent probe b was leaking. The customer observed a wet area in the drip tray under the reagent probe b with water. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the error messages and observed bubbles in reagent probe b line. Fse found the bubbles in the di water incoming line to the syringe. Fse replaced both the hv4-4 valve and cx4 t-valve. However the fse believes the cause of the bubbles directly contributed to the hv4-4 valve. Issue was then resolved and no more leaks were observed.